Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and associate right ventricular (rv) lead displayed a low, out of range shock impedance measurement of 0 ohms. Boston scientific discussed that electromagnetic interference (emi) may have played a role in the low measurement. The system will continue to be monitored. There were no adverse patient effects. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating this device was explanted due to routine change out. No adverse patient effects were reported.